Event description:
Customer reported that the unit had hot air delivered to the patient. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.